Event description:
Information received a smiths medical cadd legacy 6500 pump infusion was inaccurate by greater then six percent. The infusion calculation 138 ml to infuse over 48 hours =3 ml /hour to infuse. The final volume 141 ml, with considering 3 ml of infusion that was primed in tubing. Infusion completed fours hours earlier then calculated. No patient adverse events reported.